Event description:
It was reported that this right ventricular (rv) lead presented high impedance out of range measurements due to a fracture. The lead was surgically abandoned. No additional adverse patient effects were reported.